Manufacturer narrative:
Pt ID# and weight not available, hospital cited hippa. Medtronic rep reported the pt as a male, approx (B)(6). A software investigation found that per discussion with the site, the head-strap was too tight on one side thereby causing the drift midway during the surgery. Medtronic reps and tech services suggested site to loosen the head-strap a little bit so that it was not too tight. Site did this and there were no further issues. The software functioned properly.

Event description:
A medtronic ent rep reported alleged inaccuracies during an ent case. The medtronic rep said the site reported their env head tracker does not move but there was a drift noticed during the case and the surgeon has to re-register using tracer. Surgeon continued the procedure with the use of the navigation system. There was no impact on pt outcome.